Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot#73d1500484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that when the doctor tried to clamp the blood vessel the clip slipped off. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544233 hemolok ml clips 3/cart 42/box for investigation. The cartridge was returned with its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. A few scrape marks were observed on the cartridge. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip slipped off vessel" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
The complaint states that when the doctor tried to clamp the blood vessel the clip slipped off. There was no patient injury.